Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. The pump was monitored and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 12-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 12-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 12-sep-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 09/09/2025 08:40:00.000 insert battery alarm was found on: 09/09/2025 15:39:05.000. 09/12/2025 14:18:38.000. 09/12/2025 14:28:00.000. Pump error 23 alarm was found on: 09/12/2025 14:29:04.000. Power loss alarm was found on: 09/12/2025 14:29:44.000. 09/12/2025 14:29:52.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 16-sep-2025 at 11:44:58 pm. There was no power data available for the date of 09-sep-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes, no unexpected pump error 23 alarm and power loss alarm noted during testing. Sensorexpiredalert (794) was found on: 09/11/2025 23:59:16.000.. 09/12/2025 00:09:00.000. Lostsensor1alert (780) was found on: 09/07/2025 17:10:00.000. 09/07/2025 17:20:00.000. 09/10/2025 06:25:00.000. 09/10/2025 06:35:00.000. Sensorerroralert (801) was found on: 09/11/2025 21:39:16.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.06 mv). The pump was received with a 1.296v e-circuit super heavy duty alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported the pump had some issues and was not turning on and pump not delivering, and there was no reading from the transmitter. The blood glucose value at the time of the event was 1000 mg/dl. The customer experienced symptoms of feeling sick/unwell during the event. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, and was hospitalized and treated with intravenous insulin infusion. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, and mmt-7841zn. Troubleshooting was partially performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag. The customer will discontinue use of the transmitter. Mmt-7841zn was requested, and the customer response was that the device will be returned.